Manufacturer narrative:
Integra completed its internal investigation 10aug2015. The investigation included: method: review of complaint management database for similar complaints. Results: since the fg lot # was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. Upon review of integra¿s complaint system from january 2013 ¿ july 2015, a total of (B)(4) complaints (including this one) related to the reported condition (redness around insertion site) for biopatch product family have been reported. Approximately (B)(4) units have been released for distribution since january 2013 ¿ july 7, 2015, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: the reported condition (redness around insertion site) could not be confirmed at this time since pictures were not provided by the customer and no assignable causes that could be associated to the manufacturing process of biopatch were identified. Although DHR could not be reviewed since fg lot was not provided, as part of fg lot product testing, samples (post sterile) are tested for compliance to chg potency. As per information provided by the customer, the patient¿s skin was prepared with a smith & nephew product called skin prep prior to application of the biopatch. In regards to this product, the smith & nephew website states the following: ¿should redness or other signs of irritation appear, discontinue use¿ in addition, biopatch instructions for use warn against adverse reactions: "adverse reactions to chlorhexidine gluconate (chg), such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately". Given that in both reported incidents, biopatch was used in conjunction with smith & nephew skin prep, it is not possible to determine which product or if both products triggered the reported condition (redness around insertion site); both biopatch and smith & nephew skin prep have the potential to cause skin irritation (redness).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported by the infection control nurse that within 24 hours of insertion of a PICC line where the site was covered with the device, redness appeared around the insertion site and spread for about 4-6 cm around the area. The product and PICC line were removed and another PICC was inserted at a different site and covered with a new device. The same thing occurred again. Both the PICC line and product were removed and the patient was converted to a peripheral IV. Caller states the skin was prepared with a (B)(4) prior to application of the device.